Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4473, boston scientific lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Evidence of rising rv pace impedance noted on (B)(6) 2015. Analysis of the device memory indicated the rv lead integrity alert. Lead integrity alert (lia) on the rv lead for increased short interval counts (sic) and rv lead impedance variation in last sixty days occurred on (B)(6) 2014. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. Sic is fourteen in ten hours at an average of 1.38 per hour. The analyst commented that there is no evidence to verify the oversensing in the episodes. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead warning occurred. The rv lead was oversensing and had variable impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.